Event description:
During my appointment to replace a filling, the dental assistant rested the tools on my lower lip. At one point, the dentist asked her to stop doing so. After that, during the rest of the appointment I noticed a stinging/burning sensation at the injury site where a dental tool had been resting. Immediately after the appointment before leaving the clinic, I saw in a mirror that it looked like there was an opened blister at the injury site and visible discoloration. The injury was oozing clear liquid as early as on my way home from the clinic, and eventually my doctor prescribed an antibiotic ointment for an infection. I had trouble eating, drinking, sleeping, speaking, smiling, or doing any activities requiring me to move my lips/face. I have visible discoloration at the injury site and continue to feel a pulling sensation underneath my skin at the injury site. I contacted the dental clinic after my visit and eventually received this explanation for what they think may have happened: "based on the procedure, the injury appears to be a soft tissue lesion, bruising, or ulceration potentially caused by the instrument used to collect water during your treatment. However, it is difficult to provide more specific information or a definitive diagnosis without a physical examination."